Event description:
Caller has issue with lot to lot correlation for troponin I (tni) on triage cardiac panel 25 test kits. Plasma pt samples not correlating on tni. Samples from two pts were on two different lots - w44495 and w44516v. Results are: sample 1: lot -w44495 - <0.05/<0.05, sample 2: <0.05/<0.05. Sample 1: lot -w44516v - 0.15/0.41; sample 2: 0.55/0.22. Client ran qc on both lots and the qc looked fine. Client ran 3 pt samples, and 2 samples did not correlate well (see above). Pt #2 in for general surgery, with no cardiac issues.

Event description:
Caller has issue with lot to lot correlation for troponin I (tni) on triage cardiac panel 25 test kits. Plasma pt samples not correlating on tni. Samples from two pts were on two different lots - w44495 and w44516v. Results are: sample 1: lot -w44495 - <0.05/<0.05; sample 2: <0.05/<0.05. Sample 1: lot -w44516v - 0.15/0.41; sample 2: 0.55/0.22. Client ran qc on both lots and the qc looked fine. Client ran 3 pt samples, and 2 samples did not correlate well (see above). Pt #1 was ob pt, with no cardiac issues.

Manufacturer narrative:
Sample testing with in-house samples (va) confirmed client's observation using devices returned from the field. (B) (4) and CAPA (B) (4) have been initiated.

Manufacturer narrative:
Sample testing with in-house samples (va) confirmed client's observation using devices returned from the field. (B) (4) and CAPA (B) (4) have been initiated.